Event description:
It was reported that a previously implanted trochanteric fixation nail, helical blade and locking screw were revised to a total hip replacement. A greater than 30 minute surgical delay was reported due to difficulty in removing the distal locking screw, the recess stripped upon removal requiring the use of a screw removal set. The screw was eventually removed and the procedure was completed successfully without harm to the patient. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Original implant date reported only as (B)(6) 2005. Cannot be disassociated from the reported adverse event the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.